Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the ptfe pad of the subject device was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. These types of the ptfe pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It was known that seal & cut short circuit error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. It was known that open circuit error occurred when the user continued to activate without grasping tissue. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hysterectomy, the subject device was used. In the procedure, seal & cut short circuit error and open circuit error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the ptfe pad was partially separated on april 7, 2017.